Manufacturer narrative:
A video was received for evaluation following biosense webster's procedures. According to video provided by the customer, it was observed that the pentaray was not irrigating. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed based on the video received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure which included a pentaray nav high-density mapping eco catheter and during the operation, the device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
Note: full UDI has been populated to field d4. Primary UDI number. The device was received on 18-jul-2024. It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure which included a pentaray nav high-density mapping eco catheter and during the operation, the device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found folded at the tip section. A manufacturing record evaluation was performed for the finished device number lot 31251795l and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer was confirmed. The potential cause of the folded irrigation tubing cannot be determined. The instruction for use (IFU) contain the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).